Event description:
It was reported that bd phaseal¿ injector luer lock n35 injectors broke. This occurred on 2 occasions during use. The following information was provided by the initial reporter: we would like to inform you that we have recently had 2 broken injectors luer lock n35.

Manufacturer narrative:
H.6. Investigation summary: two photos were provided to our quality engineer for investigation. Visual inspection of the photos show one syringe and the luer lock of the injector to be broken. A device history review was performed for lot 1906101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 injectors broke. This occurred on 2 occasions during use. The following information was provided by the initial reporter: we would like to inform you that we have recently had 2 broken injectors luer lock n35.